Event description:
A customer reported that during a revision surgery (captured in 0009617544-2025-00052), an oasys polyaxial screw migrated intra-operatively and perforated the patient's cortical bone, and that a second oasys polyaxial screw loosened intra-operatively. It was further reported that these screws were removed and that bone grafting was performed in order to complete the procedure, with a 160 minute surgical delay. This report captures the screw that loosened.

Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.